Manufacturer narrative:
This report is for one of six devices involved in this event, please refer to report 3013450937-2020-00066, 3013450937-2020-00067, 3013450937-2020-00068, 3013450937-2020-00070, and 3013450937-2020-00071. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The patient had a confirmed infection, during their previous surgery. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
The patient underwent the second part of their revision surgery were a full revision was performed due to the patient's previous infection. Upon intraoperative inspection it was identified that the femoral stem had loosened from the bone.